Event description:
It was reported to the MFR that the site has been facing communication issues with their wand with the pt's generators. Troubleshooting did not resolve the issues. Another programming wand was used to communicate with the pt's devices successfully. Good faith attempts to obtain add'l info regarding the reported event and the non-working wand for product analysis are underway.